Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Friend/family member reported patient went to the ER because they were unable to void; they had a uti and patient's "urine looked horrible". It was also noted that patient had nausea and vomiting the previous day due to antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.